Manufacturer narrative:
Additional narrative:  product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement was used. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Right knee.